Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis therapy. The breach in aseptic technique was further described as the patient did not wear a mask while performing therapy. The peritonitis was manifested by abdominal pain, cloudy fluids, vomiting, and fever. On the same day as onset, the patient was hospitalized for the event. On an unreported date, the patient was treated for the peritonitis with unspecified antibiotics (doses, routes, frequencies and durations not reported). Two weeks after being admitted to the hospital, the patient recovered from the event and was discharged. At the time of this report, dianeal therapies were ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.